Event description:
It was reported that the pt had a pump refill. The pt was thin; the hcp was using a template, the arv = erv and the pump refill was uneventful. The pt experienced an overdose within 2 hours of the pump refill. The following symptoms were reported: hyperalgesia, dizziness, flu like symptoms, sweating and bradycardia. The pt was taken by ambulance to the hosp and responded to nubain and narcan. The pump reservoir was accessed and the physician was able to aspirate only 15 mls; the reservoir had been filled with 19.5ml. The hcp was "so disturbed" by the events associated with this refill that he would like to replace the pump. He believed that this would be best for the pt. Additional info has been requested from the hcp, but was not available as of the date of this report. The drug concentration and daily dose were not reported.